Event description:
Anchorfast oral endotracheal tube fastener was being used this patient. The staff notice air leakage and assessed the ett(endotracheal tube) and hollister. The cheek pads were firmly in place and band was still around the tube but the ett had slipped out approx 8cm. Tan secretions were noted around the band and the ett. The patient was reintubated but expired.